Manufacturer narrative:
H11: the device was received and photographs of the sample were provided for evaluation. Visual inspection of the photos showed a brown colored round stain on the edge of the dialyzer header cap. Inspection of the actual sample confirmed a red, brownish round stain visible between the header cap and o-ring. The stain appeared to be consistent with edding marker residue left from the production process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The discoloration of the product was determined to be manufacturing related, as the failure was not detected and sorted out during the visual inspection process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "foreign matters" were observed in the "top part" of a revaclear 300 prior to use. There was no patient involvement. No additional information is available.